Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ blood collection tubes there is poor barrier separation as well as high levels of potassium. There was no report of patient impact. The following information was provided by the initial reporter: it is reported customer is experiencing poor barrier separation. Additional info received from customer: customer called to report expernecing poor barrier separation when using product 367986, lot 0127737. After centrifugation the gel is mixing with the rbc. She would like a call from technical services. No date of event, no specific amount of occurrences, no medical intervention and no samples are available. She also states that the specimen were run and they received high levels of potassium. Specifics of results are not know at this time.

Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ blood collection tubes there is poor barrier separation as well as high levels of potassium. There was no report of patient impact. The following information was provided by the initial reporter: it is reported customer is experiencing poor barrier separation. Additional info received from customer: customer called to report expernecing poor barrier separation when using product 367986, lot 0127737. After centrifugation the gel is mixing with the rbc. She would like a call from technical services. No date of event, no specific amount of occurrences, no medical intervention and no samples are available. She also states that the specimen were run and they received high levels of potassium. Specifics of results are not know at this time.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation or erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (poor barrier and erroneous results) because the defect was not evident in the testing of the complaint lot samples. Visual evaluations of both complaint lot (retain) and control samples tested were acceptable. All samples demonstrated clinically acceptable performance for all visual observations evaluated. Replicates of both complaint (retain) and control samples tested were acceptable in terms of both precision and accuracy. In addition, visual inspection was performed on 100 retention samples. There not any defects noted on 100 out of 100 samples that would contribute to poor barrier separation / erroneous results based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to poor barrier separation and erroneous results.